Event description:
A malfunction alarm was reported without any notable prior events, there was no adverse impact to the customer¿s blood glucose level. The displayed malfunction code was resettable, and after receiving instructions from technical support, the customer successfully reset the pump without recurrence of the issue. Technical support instructed the customer to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.